Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the forceps cover glue peeling is due to external applied force such as strong rubbing during normal use including reprocessing. Considering the manufacturing year of the device, aging and prolong usage contributed to the cause. The instructions for use (IFU) states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, it was discovered that the probe unit pink rubber was cut. The forceps cover glue was found to be peeling and there was a u-connector leaking. Additionally, the a-rubber was chipped. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user reported a tear in the rubber on the tip of the scope. There was no patient involvement, no harm or user injury reported due to the event.